Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6). Product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed cable insulation is torn and wires exposed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient (pt) says they see a system problem rm-04 code, and it first happened a couple months ago, and then happened again today. Pt says that at first the code went away by resetting controller but currently the reset wont fix issue. Pt says the "wire is rubbing thin" by the donut part, and says the  recharger (rtm) paddle gets "very hot". Pt says their ins is depleted, and they said they charge implant twice. An email was sent to the repair department to replace the device. No symptoms were reported. Additional information was received, pt called back stating that they couldn't get the ins to charge. Pt stated that they already had the whole thing replaced and that it was everything except for what was inside of them. Pt stated that they had the outside charger (controller) and paddle (recharger) replaced. Pt stated that since the equipment was replaced, the charger (controller) was still coming up with the same message which was system problem rm04. Pt stated that they played with the battery in and out and got it to work a couple times, but now it was to the point where it wasn't working. Pt then wasn't sure exactly what equipment had been replaced or not. Pt stated that the controller was taking a charge. Pt stated that they had to recharge the ins twice a day because they used such a high frequency. Pt stated that they currently had no charge on their ins. A new controller was requested.